Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock lead impedance measurements. Upon analysis of remote data, the measurement was 137 ohms. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.